Event description:
On 18-aug-2025, the user's caregiver reported that the ilet touchscreen was frozen and could not be unlocked for several days. The device did not respond to touch input and could not proceed with a firmware update. Cracks were noted on the screen. The user disconnected and used backup therapy until a replacement was arranged. No blood glucose impact or symptoms were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.